Event description:
It was reported that the ilet pump displayed a ¿restart islet 38¿ alarm following a supply change and the user experienced hyperglycemia with a peak of 411 mg/dl. The user had turned the pump off in the hospital, received IV insulin, and later performed a successful dry run and full supply change with coaching on proper infusion set preparation. Symptoms included headache and sweating during hyperglycemia. Outcomes included temporary interruption of pump therapy with use of subcutaneous insulin by pen and subsequent resumption of pump use, with blood glucose trending downward and cgm functionality restored. Investigation included customer interview, device use review, guided troubleshooting, and verification of correct infusion set setup and cartridge lot information. Investigation of this case revealed user technique issues with infusion set connection that were corrected and no reproducible device malfunction after re-training. It was concluded that hyperglycemia was related to infusion setup technique rather than a device failure, and the device operated as intended after proper setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.